Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed episodes of noise resulting in pacing inhibition and inappropriate antitachycardia pacing on the right ventricular lead. All other measurements were normal. The patient was admitted to the emergency room for monitoring due to a congenital heart defect and programming changes were made on (B)(6) 2019. On (B)(6) 2019, the lead was capped and replaced. The patient's condition was stable throughout the event.